Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) failed to deploy, the wire had gotten caught around the balloon and the device stayed stuck in the unknown sheath. They did open a second unknown device and used successfully. There was no reported patient injury. The procedure was an interventional leg procedure with an antegrade approach. The user was certified and has used the device many times. Additional information was requested but not provided. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynxgrip vascular closure device (vcd) failed to deploy, the wire had gotten caught around the balloon and the device stayed stuck in the unknown sheath. They did open a second unknown device and used successfully. There was no reported patient injury. The procedure was an interventional leg procedure with an antegrade approach. The user was certified and has used the device many times. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2421902 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant device deployment jam" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. As per step 3: remove device instructions, users are to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Based on the information available for review, there is no indication to suggest that the reported. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.